Event description:
It was reported that the patient was scheduled for a ¿revision¿ on (B)(6) 2013 due to the lead migrating to the side. It was stated reprogramming was attempted without success. It was noted that this had been going on for the past couple months. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3550-39, lot# n337479, implanted: (B)(6) 2012. Product type: accessory: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).